Event description:
It was reported that a large volume infusor under-infused during patient infusion. The pump had not delivered all the fluid within the normal timing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received for evaluation containing 237ml residual fluid. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The sample was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.